Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a procedure. According to the complainant, after advancing the forceps through the scope, the jaws could only be partially opened and closed. This prevented the retrieval of biopsy samples. No additional details are available regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.